Manufacturer narrative:
(B)(4). S.w version 2.6d. Retainer ring = clear. Customer returned pump for an alleged pump error 25 alarm found on (B)(6) 2021. The pump passed the self test, displacement test, active current measurement and sleep current measurement. The pump was monitored for several days and no unexpected pump error 25 alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed pump error 25. Low battery alert was recorded and found in the formatted history file on: (B)(6)2021 09:50:00.000, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 16:35:58.000, and power error alarm was recorded and found in the formatted history file on: 10/09/2020 11:00:00.000 to 10/09/2020 15:00:00.000. 11/08/2020 20:00:00.000, 11/08/2020 20:00:00.000 to 11/09/2020 12:00:00.000. The power management tool confirmed pump error 25 alarm. Pump error 25 alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage and a scratched case. A cracked retainer was confirmed. Pump error 25 alarm was confirmed. Pump error 25 alarm was due to connector resistance on j6/pcb1. During visual inspection, corrosion was found on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. Customer will discontinue use of the device.